Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the scrub and circulatory nurse noticed that both inner implant plastic packages were damaged when opening during the procedure. The product was not used as the femoral component was also dropped onto the floor. Another femoral product was used to complete the procedure. There were no delays. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was confirmed by review of actual product received. Device history record was reviewed and no discrepancies relevant to the reported event were found. The cracked cavities damage can be caused by outside forces during transit or forces due to the implant. As the product was in transit for approximately 5 years and the outer carton showed damage, the cavities may be cracked due to outside forces during transit. Investigation results concluded that the reported event was due to shipping/transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.